Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient stated the last order had two packages that had the water packs inside, but no intermittent catheters are in the packages.

Event description:
It was reported that the patient stated the last order had two packages that had the water packs inside, but no intermittent catheters were in the packages.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿failure of catheter detection sensor¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. The device was not returned.